Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was 306 mg/dl. Troubleshooting was done. The customer was not able to fill the tube manually. Advised customer to do a complete set change. Advised customer to deliver a five unit via fill cannula, and the customer did not receive a motor error alarm. The customer stated that there was a motor position encoder error alarm in the alarm history. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to confirm alarm in alarm history screen due to over written history file. The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.